Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The target lesion was located in a moderately tortuous right coronary artery (rca) with a 90 degree angle. The 1.5mm rotalink burr was advanced to the lesion without issue and ablated twice. The maximum rotational speed was 170,000 rpm's. Upon the third ablation, the burr became stuck in the proximal rca. Actions taken to remove the burr from the lesion were "buddy wire, balloon, burped, pulled". Approximately 45 minutes later, the physician was able to remove the burr from the patient. Angiography confirmed no vessel damage. The procedure was completed by implanting an unknown stent. No further patient complications were reported and the patient's status is fine.